Event description:
The customer reported that while the iabp was in use on a patient, and was being transferred between rooms, the iabp generated a "low battery" alarm. The customer plugged the unit into the main power supply but the message "low battery" remained on the display until the iabp shut down. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative and the customer observed that the transport console was incorrectly inserted into its cart. The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformances noted in the DHR related to the reported event. The company representative correctly reinserted the transport console into its cart and iabp was functioning. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The instructions were reviewed with the customer and he was satisfied with the solution. (B)(4).